Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl. The customer indicated the cause of bg level may have been due to infusion sets, however, this was not confirmed. Customer did not provided information as to how bg level was treated. The customer was instructed to consult with healthcare provider regarding bg level.